Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. Three separate delivery accuracy tests were performed to further investigate the reported issue. The pump was found to be to be within manufacturing specifications. No actions for the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -8.8% during testing. There was no patient involvement.